Manufacturer narrative:
The customer reported that the system experienced vacuum and occlusion issues. The handpiece was changed twice and the procedure was completed. There was no reported patient harm. The company service representative examined the system and was unable to replicate the reported event. The company service representative then explained to the customer that poor footswitch communication can be induced by the environment rather than the console. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent complications. The system was manufactured on december 17, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that they were experiencing vacuum and occlusion issues. The staff exchanged the handpiece and had the same issue. They exchanged it again and were able to continue the procedure and complete it without harm to the patient.